Event description:
Since 6/2004, this complaint was the only one received for this catalog number for this reported failure.

Event description:
Customer reported that they used a lack frost resuable cold pack on their face and it leaked, allegedly giving them chemical burn under their right eye to almost the bottom of their chin.